Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-00082 / 00085).

Event description:
It was reported that a patient enrolled in the (B)(4) study had a right total knee procedure done (B)(6) 2012. Subsequently, the patient underwent a revision procedure on (B)(6) 2012 due to infection on their implanted side.